Manufacturer narrative:
Analysis was unresponsive button due to flattened dome switch at act button on keypad trace.

Event description:
The customer reported via phone call that the act was very hard to press. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.